Event description:
It was reported that the screwdriver won't work, the head/tip is distorted. No adverse consequences reported.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report.